Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation (pvi) procedure. When the farawave catheter was initially inserted into the faradrive sheath in the patient, air was aspirated; however, residual air continued to be drawn from the hemostasis valve. Thus, the faradrive sheath was replaced with another faradrive sheath with the same lot number. After the energy application, a 9 fr short sheath was inserted through the second faradrive sheath, and the non-boston scientific mapping catheter was used for post-mapping. Subsequently, when the farawave was reinserted into the faradrive sheath for an additional application, air was again aspirated, but residual air remained present at the hemostasis valve. The second sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. No leak on the device or any air was noted in the patient. A pump method was used for the irrigation with a flow rate of 20ml/h. A farawave catheter and the starter guidewire was inside the sheath when the air was noted.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation (pvi) procedure. When the farawave catheter was initially inserted into the faradrive sheath in the patient, air was aspirated; however, residual air continued to be drawn from the hemostasis valve. Thus, the faradrive sheath was replaced with another faradrive sheath with the same lot number. After the energy application, a 9 fr short sheath was inserted through the second faradrive sheath, and the non-boston scientific mapping catheter was used for post-mapping. Subsequently, when the farawave was reinserted into the faradrive sheath for an additional application, air was again aspirated, but residual air remained present at the hemostasis valve. The second sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. No leak on the device or any air was noted in the patient. A pump method was used for the irrigation with a flow rate of 20ml/h. A farawave catheter and the starter guidewire was inside the sheath when the air was noted.